Manufacturer narrative:
D10 concomitant product: e7507, e7507 polyhesive ii rem ret el w/cord (lot#241620272t) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the return electrode monitoring(rem) pad had caused approximately 2 centimeters wide burn und ER the pad on the right thigh of the patient. The area was very red and had thickened skin. The burn was treated with medication. The rem pad was not replaced and used another electrosurgical device. The event did not lead to or extend patient hospitalization. There was no issue with the generator but it was used with the pad. The burn was isolated to rem pad because it never happened before. Photo observation showed that pad gel had bubbles.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection did not note anything that would have contributed to the reported event. Functional testing found that without receiving the device, a detailed analysis could not be performed for the reported complaint. The product analysis could not determine the cause of the customer's report. It was reported that the area was very red and had thickened skin. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.